Event description:
The initial reporter stated they received discrepant results for 76 patient samples tested with na (sodium) on a cobas 6000 c501 module serial number, 1736-09. The reporter also mentioned calibration issues. Of the data provided the following discrepant results for 5 patient samples are representative examples: patient sample 1 initially resulted in a na value of 130 mmol/l and repeated as 142 mmol/l on a second analyzer. Patient sample 2 initially resulted in a na value of 131 mmol/l and repeated as 142 mmol/l on a second analyzer. Patient sample 3 initially resulted in a na value of 130 mmol/l and repeated as 142 mmol/l on a second analyzer. Patient sample 4 initially resulted in a na value of 128 mmol/l and repeated as 139 mmol/l on a second analyzer. Patient sample 5 initially resulted in a na value of 130 mmol/l and repeated as 140 mmol/l on a second analyzer. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The pinch valve tube, sipper tube, sipper nozzle, and na electrode were replaced by the customer. Calibration and quality controls were run successfully. The field service engineer found water on top of the cuvette and flushed valves and decontaminated tubes and the vacuum tank. Adjustments of the rinse volume were performed and pinch valve tubes were replaced. After replacing the reagent and diluent, calibration and quality control results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The suspect medical device was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The service maintenance actions resolved the issue.